Event description:
In 2009, a patient contacted baxter technical service regarding a tina hemodialysis instrument that was in the patient's home. The home patient (hp) stated that the instrument was taking off too much fluid during patient use. No patient injury and no medical intervention were reported. A field service engineer (fse) went to the home of the hp and replaced the leaking flow equalizer valve. The fse inspected and tested the machine. At approx 6-weeks later, product surveillance spoke to the hp about this incident of the instrument was taking off too much fluid during patient use. He stated that he was about 3/4 of the way through the treatment when he began to experience right leg cramps and noted that he was dehydrated, therefore, he administered 1 liter of saline to resolve those issues. The patient stated that was when he noted the blood clotting off of the kidney, which was when the patient noticed too much fluid being removed (the patient explained that he meant the dialyzer was clotted off) but because he had terminated the therapy, he did not need to replace the dialyzer at that time. The patient stated the fse came out, evaluated and repaired the tina. The patient stated he resumed treatment 2 days later after the machine was repaired and has had no further issues. The patient stated he used a scale to calculate the amount of fluid required. The treatment was programmed for 6 hours. The treatment actually lasted about 4 hours. The weight to be removed was 1 kilo and took off about 3 kilos. The dialyzer used was a exeltra 210 (baxter dialyzer).

Manufacturer narrative:
An on site visit was made to the patient's home by the field service engineer. The device was evaluated and repaired. A leaking flow equalizer valve was replaced.